Event description:
This is an unaffected female pt. Her sister was diagnosed with bilateral breast cancer, and was found to carry a brca1 mutation. This pt's gynecologist referred her to an oncologist for genetic testing. She had little or no pre-test counseling. Brca testing was ordered, and the pt was found to carry the familial brca1 mutation. During a discussion of the surveillance and risk reduction options, the pt reports that the oncologist described the option of prophylactic mastectomy as "chopping off the breast." She left the appointment with the oncologist feeling frightened and confused.